Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications, and no product or reagent issues were identified. A software anomaly or result-calling algorithm issue was also excluded as a potential cause. The investigation reviewed system performance, reagent lot information, and algorithm settings, with no abnormalities detected. Quality control data and run controls were within expected ranges. The hbv-reactive nat results for sample ID (B)(6) were confirmed by an external platform, while serological testing and follow-up nat testing yielded negative results. The possibility of a sample mix-up was considered the most plausible explanation, although the customer deemed it unlikely due to strict labeling protocols and differing tube types. No evidence of contamination, sabotage, or other procedural errors was identified. The root cause of the discrepant results remains undetermined. The donor sample was not released, and the original tube has been preserved for potential further analysis.

Event description:
The initial reporter alleged discrepant hepatitis b virus (hbv) results with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. A donor sample (ID (B)(6)) tested hbv reactive in nucleic acid testing (nat) on two separate runs (batches #658 and #660) using the same nat tube. Serological testing for hepatitis b surface antigen (hbsag) and anti-hepatitis b core antibody (anti-hbc) from the corresponding serology tube yielded negative results. Additional testing of the nat tube for core antibodies also returned negative results. Further testing on samples derived from the blood bag (bbt) included 10 replicates, all of which were non-reactive. A trinat test using the same nat tube on a grifols platform confirmed the hbv-reactive result, consistent with the initial nat findings. However, an mpx test on the serology tube using the cobas 6800 platform was non-reactive. The donor was retested two days later, and the nat result was pcr-negative. Serology for the donor remained negative. Blood from the donor was not released.